Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 700 mg/dl, with nausea, vomiting, abdominal pain, extreme thirst, frequent urination and symptoms of dehydration. The patient was hospitalized and treated with IV fluids and insulin via during troubleshooting, customer support found that the time/date are not correctly maintained when battery is removed for less than 24 hours; time/date goes to default for pump model: 12am 01/01/200x. Cs advised patient to discontinue pump use. The time/date issue is not being reported because the pump displays the verify screen after a battery change and the user guide instructs that the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: unable to verify a time/date reset to the default setting in the black box, but the issue was confirmed in testing when the battery was reinserted after 6hrs without power the time/date reset to 12:00am (B)(6) 2007.. Black box shows pump was running on default time/date since (B)(6) 2014. The tdd¿s add up correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 6hrs. Removed cover; a visible inspection confirmed the internal battery was leaking unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.